Event description:
Discordant, falsely low sodium and potassium results were obtained on two patient samples on a dimension exl with lm instrument. One of the patient's discordant results was reported to the physician(s), who questioned the results. The discordant results of the second patient were not reported to the physician(s). The patient samples were repeated on another dimension exl with lm instrument and both sodium and potassium resulted higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium and potassium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc instructed the customer to condition the integrated multisensor technology system and then repeat quality controls (qc). Qc was then in range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely low sodium and potassium results is unknown. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.